Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt has a form of lupus, and her "bladder was in 3 parts prior to repair" with an elevate-a that was implanted on (B)(6) 2011. It was also reported that the pt, "thinks she has erosion, bleeding of the vaginal wall (bladder prolapse)." She will see her doctor soon, "to have one side fixed." She said "I love my doc, but think I jumped the gun and wasn't as quiet as I should have been during the healing/recovery process. I was pulling weeds when I felt the mesh tear out of place and then started having all kinds of problems." It pt also reported that, "I'm a high active person who is never quiet. Always on the go doing something active."